Manufacturer narrative:
The pod was returned and evaluated. Results of the investigation found no evidence of any malfunction or product condition that could have caused or contributed to the customer's low bg levels. The investigation showed that there were no occlusions in the cannula's fluid path (allowing) for a free-flow of insulin), no internal leaks, the needle mechanism fired as expected and the pod never went into an alarm during operation - all evidence of a properly functioning pod. Built into the pod's design are mechanical, software and electrical safety features that prevent the device from over-delivering insulin (which may result in low bg levels). The pod functioned as intended during the eval. Lot qualification records were reviewed and no issues related to the over-delivery of insulin were found. Based on investigation results, the device would not have been a contributing factor to the customer's low bg levels. Note: the pdm associated with this event was returned for eval. Investigation results confirmed that the device had performed as designed during testing. No problems were found.

Event description:
The customer reported that he "encountered a low bg" while wearing the pod that required him to call paramedics. His bg reading from the pdm was 127mg/dl while his level as measured by paramedics was 40mg/dl. A half-hour prior to calling the paramedics, he rec'd three consecutive low bg readings of 62, 55 and 63mg/dl from the pdm. He suspended insulin delivery with the pod and within a half-hour his levels rose to 315mg/dl; insulin delivery was then resumed. No specific pod failure was noted. It is unk what therapy (if any) was administered by the paramedics. The pod will be returned for eval.